Manufacturer narrative:
Half of an intraocular lens optic was received precluding measurement of the diopter. No other complaints for product manufactured in this lot have been received. The results of our investigation reasonably suggest this event is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed, and replaced with an anterior chamber iol, due to the patient's intolerance of his refraction.